Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that found drawer 4-1 failed off bus on aux. A field service engineer conducted an inspection of the cables and circuit boards, identifying oxidized connector pins on the drawer board row as the sole issue. The engineer utilized a deoxidizer for cleaning and subsequently reseated the connectors. Additionally, electrical tape insulation was applied to the retractor bands. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system two pyxis machines are currently experiencing a device detection issue at busy/e1ercdam and b3wsam, resulting in the inability to recover two pyxis stations. A customer indicated that the user experienced a delay in administering medication to patient care as a result of the reported malfunction. There were no adverse events or injuries reported based on this event.